Manufacturer narrative:
One device was received for evaluation. Functional testing was able to verify and duplicate the reported problem. It was determined that the defective latch lock flex sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device does not lock the cassette shut, preventing any tests or flow through it. The key turns to lock the latch, but the device does not display 'both' on the self-test screen and does not allow a test run on the main page. The event occurred during testing.